Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly on (B)(6) 2024, the customer was taken to the emergency room, and admitted, due to diabetic keto acidosis (dka). Multiple follow up attempts were made to obtain further information; however, no response was received by the customer. Ultimately, the customer reverted to an alternate form of insulin therapy.